Event description:
The device was used during an laparoscopic hysterectomy. Instrument was fired twice and misfired. There was no difficulty in reloading and instrument was not fired over an existing staple line. There was no consequence to the pt.